Event description:
It was reported that during the implant procedure, inserting the lead into the header of the pulse generator was difficult. After applying lubricant, the lead was inserted and secured; all electrical parameters were normal. No patient symptoms were reported.

Manufacturer narrative:
UDI (di); (B)(4).